Event description:
It has been reported that a revision surgery was performed due to disassociation of the insert. This MDR is related to MDR #s 9613369-2010-00034 and 9010764-2010-00007. In summary, the patient went in for revision surgery due to sepsis. Surgery time was extended because the insert would not seat, and another insert was used. Lastly, the gii insert that was used disassociated the day after the surgery and the patient had to be revised again.